Event description:
Treo abdominal stent graft (28-b2-30-100s) lot: b220513303, planned implant at infrarenal abdominal aorta. During step of deployment, while rotate the gray turn knob in the direction of the arrow to start the deployment of the stent-graft and observe the proximal end of the stent-graft as it starts to expand or not, but it's not expanded from the delivery system. A surgeon continued turning the gray turn knob until the gray turn knob nearly close to the end of the body of the delivery system but still not expand. At this point the, surgeon desired to remove the delivery system out from patient body. Patient outcome - unknown.

Event description:
Treo abdominal stent graft (28-b2-30-100s) lot: b220513303, planned implant at infrarenal abdominal aorta. During step of deployment, while rotate the gray turn knob in the direction of the arrow to start the deployment of the stent-graft and observe the proximal end of the stent-graft as it starts to expand or not, but it's not expanded from the delivery system. A surgeon continued turning the gray turn knob until the gray turn knob nearly close to the end of the body of the delivery system but still not expand. At this point the, surgeon desired to remove the delivery system out from patient body. Patient outcome - unknown.